Event description:
The affiliate reported the customer alleged erroneously low carcinoembryonic antigen (cea) results, for multiple pts, involving unicel dxi 800 access immunoassay system. The results in question were from one reagent pack. Subsequent testing of all samples, on a new reagent pack, produced high results. The erroneous results were not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility and noted no system issues. The fse retrieved the trace files for further analysis. Technical support analyzed the trace files and determined values of conjugate fluid dispense were relatively very low, indicating air was dispensed instead of the conjugate reagent. The reagent pack in question was returned to (B)(4) on (B)(4) 2009. It was forwarded to the reagent mfg where it was noted after the removal of the elastomer seal, the vapor barrier was misaligned with the reagent pack. The barrier was also loose and wrinkled allowing for poor adhesion to the pack. There were visible channels between the pack and vapor barrier that allowed components to leak out during shipping. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for add'l reportable events.